Event description:
The device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged left door panel was missing and replaced. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition to that, left door panel was missing and replaced. The customer complaint was confirmed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.